Event description:
During a CABG procedure approximately 10-15cm of the gastro duodenal artery was mobilized using the ultra slim bayonet cautery forceps. Artery was estimated to 3-4mm with approximately ten 3-4mm side branches with very high flow. Procedure was uneventful and described as perfectly dry. Postoperatively it was reported that the patient's blood pressure spiked up to 170, followed by signs indicating a leaking graft. The patient was reopened and a leaking side branch was located and routinely clipped. There was no evidence of device malfunction, the patient was reported to be fine and the clinician acknowledged that the device used was not the optimal device for this type of procedure.